Manufacturer narrative:
Correction b5: two fusion oxygenator lots were used in this custom tubing pack: 230380171 and 230554141. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: medtronic received information that during use of a fusion hollow fiber oxygenator, it was reported that the patient was unable to receive oxygen on cardiopulmonary bypass (cpb). The customer switched to a cylinder while the problem was investigated. Oxygenation was possible on the cylinder. The filter on the oxygen supply line was blocked. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that after pressurization, a clicking sound was heard at the filter. The customer queried whether it was de-coagulating. Subsequently, there were no further problems. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5. Medtronic received information that during use of a custom tubing pack it was reported that the patient was unable to receive oxygen on cardiopulmonary bypass (cpb). The customer switched to a cylinder while the problem was investigated. Oxygenation was possible on the cylinder. The filter on the oxygen supply line was blocked. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that after pressurization, a clicking sound was heard at the filter. The customer queried whether it was de-coagulating. Subsequently, there were no further problems. Correction d.1. (Brand name), d.2. (Product code), d2.1 (common device name), d3. (MFR name), d3.1 (street 1), d3.3 (MFR city), d3.5 (country code), d3.6 (postal code), d4. (Model#), d4.1 (catalog#), d4.4 (lot#) d4.5 unique identifier (UDI)#: these fields were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. The device was connected to an air supply and when engaged to 7 lpm there was flow obtained through the filter. Reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion hollow fiber oxygenator, it was reported that the patient was unable to receive oxygen on cardiopulmonary bypass (cpb) (a0105). Customer switched to a cylinder while the problem was investigated. Oxygenation was possible on the cylinder. The filter on the oxygen supply line was blocked (a0106). Use of device was unspecified. There was no adverse patient effect associated with this event.